Event description:
It was reported that during a left internal carotid artery angioplasty and stenting treatment procedure (with protection system), stent deployment difficulties were encountered. The physician performed an angioplasty of the left internal carotid artery using a 7f guide catheter. Subsequently, the protection filter was advanced distally through the lesion and positioned more than 30 cm beyond the lesion. The filter was released and position control was performed, without alterations. The lesion was predilated with a 4.5 x 20 mm balloon at 6 atms. The balloon was removed and the self-expanding carotid wallstent was advanced without difficulties. At this time, it was noted that the radiopaque marker had become separated from the middle of the delivery sheath. Through controlled injection it was observed that the stent was strangled by the radiopaque marker and well apposed in the rest of its segments. The physician attempted to remove the filter prior to removing the sheath, but the filter could not cross the ring. The pt was sent to vascular surgery in a hemodynamically stable and asymptomatic condition. Add'l info has been requested regarding this event.